Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm watchdog timeout (a13). Customer's blood glucose at time of incident was unknown. Customer was unable to troubleshoot due to blank display. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer was advised to insert a new aaa alkaline battery. The customer stated the display did not return. The customer was advised to remove battery for 10 minutes. Customer requested to call back in 10 minutes to allow for battery rest to determine if rest resolved issue.

Manufacturer narrative:
The pump was received with a blank display due to a faulty component on the interface board. Unable to perform the functional testing including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests or verify the error alarms due to the blank display. The pump had cracked battery tube threads and a cracked reservoir tube lip.